Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 515 mg/dl. Customer changed infusion set and attempted to prime and continued to receive no delivery alarm. Customer reported that insulin pump was making a loud vibrating noise. Customer also reported to have changed batteries several times. Customer began using manual injection due to not feeling safe with insulin pump. Customer requested for insulin pump to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.